Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of ballooning in the line was confirmed and the cause appears to be related to use of the device. The proximal end of a broviac catheter was returned for investigation. The intermediate tubing extended 2.5cm from the distal end of the clamping oversleeve. The 4.2fr tubing extended 2.7cm from the distal end of the clamping oversleeve. Debris was observed in the clamp. The printing, except the words ¿clamp here¿, was worn from the clamping oversleeve. A tactual investigation revealed elastic weakness in the section of tubing distal to the clamping oversleeve. A functional test revealed that the returned catheter segment was patent to infusion, but under pressure, fluid would fill the space between the intermediate tubing and the 4.2 fr tubing. Before the catheter was cut, the fluid would have been constrained between the intermediate tubing and the 4.2 fr tubing, which may have led to the ballooning of the intermediate tubing. Fluid was allowed to fill the space between the intermediate tubing and the 4.2 fr tubing due to a breach in the 4.2fr tubing that coincided with the luer adaptor stem. The inner surface of the 4.2 fr tubing was worn around the breach site, which indicates that the tubing was worn against the tip of the luer adaptor stem. The outside diameter of the luer adaptor stem showed rounded edges. The missing print from the clamping oversleeve indicates that the catheter may have been clamped or manipulated near the crimp collar. Clamping the catheter near the crimp collar or repeatedly flexing or kinking the catheter in the area can stress the catheter as it is stretched over the luer adaptor barb, eventually leading to catheter failure. The product IFU states, ¿always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent to the connector.¿ no damage or defects related to the manufacturing process were noted on the returned sample.

Event description:
It was reported by the facility that the patient presented to the emergency department and the inner lumen was broken, it was leaking and causing ballooning of the line. The line was repaired in the emergency department. No harm to the patient was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huav2066 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the patient presented to the emergency department and the inner lumen was broken, it was leaking and causing ballooning of the line. The line was repaired in the emergency department. No harm to the patient was reported.